Event description:
Stryker drill (set 009) 7cm straight attachment was getting hot during the case, reported by surgeons. Switched to a new 7cm straight attachment, but the drill continued to get hot per surgeon. A new drill was opened, and the hot drill was immediately removed from the sterile field. An attachment and drill were tagged, and information was put on a repair card. Spd (sterile processing department) manager and or (operating room) manager aware. Manufacturer response for pi drill, (elite straight attachment) (per site reporter). Removed device.